Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump was received with normal operating currents and no damage was found on the isolation tape. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
Customer reported after changing the battery the insulin pump would have a blank display. Customer's blood glucose was unknown. Customer was calling after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.